Manufacturer narrative:
H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary: no product or data logs returned. Placement signal issue: clinical reported placement signal lower than cuff blood pressure and placement signal low alarm. The cause of the issue was not established as no product or logs were returned. Device history review: device passed all post sterile inspection checks.

Manufacturer narrative:
Additional information received for d6 explant.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 via the right axillary artery following support from an impella cp for escalation of therapy subsequent to the patient¿s lactate rising from 15 to 20 20 mmol/l despite increasing vasoactive support. The impella 5.5 was implanted, and the impella cp was explanted with no reported complications. On the 27th day of impella 5.5 support, it was reported that the placement signal values were lower than the cuff blood pressure and the medical team was concerned there was placement signal drift. There was a reported low placement signal alarm. A point of care ultrasound was ordered to review impella position. It is unknown if the ultrasound was performed, if the pump was repositioned, or if the issue was resolved. No signs or symptoms of patient injury were reported, there was no reported harm associated with the event. Additional information regarding the impella cp was unavailable at the time of reporting, however, no adverse events or device malfunctions were reported. At the time of report writing, it is noted that the patient remains on impella 5.5 support.